Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h7, h9 and h10 results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the tca drift railed high a/d counts. This was a known issue addressed in CAPA ca-2015-0273, eco 83950, avea recall z-1609-2015, scar ps-14-46 for revs ah and older. Corrected with rev aj.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
It was reported to vyaire that the avea ventilator experienced a circuit occlusion alarm. The customer advised there was no patient involvement associated with this event.